Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The suspect device was not returned to olympus for evaluation. Based on the available information, a definitive root cause could not be identified. The likely cause of the event was determined to be wear or corrosion.

Manufacturer narrative:
The customer reported that the problem was resolved through troubleshooting and that upon replacing the video cable (pigtail), the problem was resolved. In addition, the user facility that a scope used to test the subject device exhibited evidence of fluid invasion; the scope was returned to olympus for evaluation and repair.

Event description:
A user facility reported to olympus that no image was produced when using an olympus series 180 scope with the video processor; only patient data was displayed. The problem, as reported to olympus, occurred during performance checks. There was no patient injury or harm, associated with the problem, reported to olympus.